Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing, and no insulin was seen coming from the tubing. Customer's blood glucose level was 500 mg/dl with moderate levels of ketones.